Event description:
It was reported that the procedure was to treat a heavily tortuous left upper limb arteriovenous fistula with 60% stenosis. With access obtained in the right inguinal femoral artery, arterio venography was performed and a 6x30mm viatrac 14 plus peripheral dilatation catheter was used for dilatation. The basilic vein was visualized 5 cm proximal to the fistula, and balloon dilatation was again performed followed by an additional arterio venography which showed unobstructed blood flow. During withdrawal there was resistance and the balloon separated. Angiography confirmed the balloon was found at the distal end of the catheter sheath. Retrieval was attempted by cut down then successfully retrieved by snare. Patient had significant bleeding which was controlled by applying manual pressure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no other similar complaints from this lot. The reported patient hemorrhage/blood loss/bleeding is listed in the peripheral dilatation catheter (pdc), viatrac 14 plus, global, instruction for use (IFU) as a known patient effect. Based on the reported information and results of the complaint investigation there is no indication the reported difficulty removing the device, or a balloon separation are related to a potential product quality issue. The investigation was unable to determine a conclusive cause for the reported difficulty removing the device; however, the reported separation, unexpected medical intervention and surgical intervention appear to be related to circumstances of the procedure. A conclusive cause for the reported patient effect of hemorrhage/blood loss/bleeding and the relationship to the device, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. G2- other report source updated.

Event description:
N/a.